Event description:
Device malfunction: stent fracture. Symptoms/ae: in-stent restenosis. Time of device malfunction/ae: after procedure. Symptoms/ae: none. It was reported that approximately one year post a right internal carotid artery stenting procedure with an xact stent, the asymptomatic patient went for the routine one year follow up appointment. An angiogram and an ultrasound were performed which revealed a stent fracture and a stent restenosis. An rx acculink stent was placed in 2008 to successfully treat the xact stent fracture and restenosis. There were no reported adverse patient effects. Although requested, no additional information was provided.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.